Manufacturer narrative:
The device was received for evaluation and successfully passed testing, confirming proper functionality. Available log files were retrieved and analyzed which showed device performance was without incident and was unremarkable. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2021 from the home therapy nurse (htn) of a (B)(6) year old female patient approved for performing solo hemodialysis treatment with a medical history including diabetes and end stage renal disease, who stated the patient expired after being found unresponsive at an unspecified time during a home hemodialysis treatment on (B)(6) 2021. Additional information was received on (B)(6) 2021 from the htn who stated treatment was unremarkable and no cause of death has been determined. Per the htn, the physician suspects a possible myocardial infarction was a contributing factor leading to death.